Event description:
A home pt contacted co's technical service center regarding a system error 2240 message that appeared on the display of the home pt's home choice machine. Per initial report, a supply bag became disconnected from the co's supply line of the homechoice set for an unknown reason. Co's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.